Event description:
Caller stated that the device read 355mg/dl and 48mg/dl back to back. Another time device reportedly read 340mg/dl and 89mg/dl back to back. No adverse event reported. No treatment received. Quality controls were expired. Requested returned of suspected device and replacement was sent.